Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
Note: this report pertains to one of two captivator cold single-use snare used in the same procedure. It was reported to boston scientific corporation that a captivator cold snare was to be used during colonoscopy procedure performed on september 22, 2025. During preparation, they stated that multiple times the snare would not cut through tissue in multiple locations. The scope position was stable and not retroflexed. The staff tired multiple times to cut through tissue with no success. Even when switching snares from the same lot, they ran into the same issue. The procedure was completed with another of the same device. There were no patient complications as a result of this event.